Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels, motor error alarm and no delivery alarm. Customer's blood glucose level was 430 mg/dl. Troubleshooting for motor error alarm was performed. Customer received multiple motor error alarms in the last 30 days. Customer was able to complete the rewind process and motor error alarm did not recur. Customer performed the displacement test and passed.